Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics recorded high impedances. As a result, the lead was explanted and replaced. Effective therapy was restored. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after a fall. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.